Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-49070. It was reported that the patient experienced erosion and infection. The leads were sticking out of the patient's skin upon further examination. The patient then went into emergency surgery in which the system was explanted and stayed in the hospital for (B)(6).